Event description:
(1/4, reference (B)(6) for related complaints) (documenting pump for this event) per medwatch mw5107333: patient read no disposable, clamp tubing. Patient confirmed there is no kinks in tubing, but she states it could be the cassette but this has happened in the past with the same pump. Pharmacist advise pharmacy will ship out a new pump. Patient does not have a lot number since they are premix cassette. Serial number: redacted. Pump rate 35 ml/24hr. Dose: 45nkm. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No is the actual device available for investigation? Yes did we replace device? Yes did the patient have a backup device they were able to switch to? Yes. Is the infusion life-sustaining? Yes what is the outcome of the event? Resolved. Additional information received via email from customer on 17-mar-2022 and attached by ICU medical in complaint: cadd pump serial number and patient information updated. Number of times and dates these events happened? Unknown/not provided. Were the previous events reported to ICU medical? If so, what are the complaint numbers? No previous event report located in the past 6 months. Cassette part number/s, lot number/s quantities involved ?unknown/ not provided. Relevant tests/laboratory data including dates, other relevant history, including pre-existing conditions, did the patient receive medical treatment (anything that is not over-the-counter)?, and relevant tests/laboratory date (including dates) - all unknown/not provided. Customer will reach out to patient to confirm if products are available for return. Additional information received via email from customer on 18-mar-2022 and attached by ICU medical in complaint: see event notes.